Event description:
It was reported that the pump was alarming 'cannot start without a latched cassette'. The cartridge feels loose. The clamp closed and cassette was removed/reattached, but alarm persisted. The silver bar latched tight but could not clear alarm. The device was not under delivered but the therapy was delayed. The pump had been powered off and keep clamp closed. Medication used was 5fu. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.